Event description:
It was reported the patient's dash personal diabetes manager overheated and will no longer hold a charge. The patient reported using a charging adaptor not provided by insulet, which contradicts the instructions provided in the user guide.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, we will submit a supplemental with the investigation findings. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#(B)(4) was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria.